Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's implantable cardioverter-defibrillator (ICD) vibrated 3 times and presented remotely. Upon investigation, it was noted the ICD was unable to be interrogated and had pair-up issues with the transmitter. The patient presented in clinic. It was noted the ICD was in backup vvi. The device was restored successfully. The patient was asymptomatic.